Manufacturer narrative:
The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve is being evaluated for a transcatheter valve replacement after an implant duration of 7 years and 6 months due to stenosis and regurgitation.

Manufacturer narrative:
Updated sections: b3, b5, g3, g6, d4 expiration date, h4, h6 health effect - impact code, type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve implanted for 7 years and 8 months underwent a valve-in-valve procedure due to severe stenosis and regurgitation secondary to degeneration with leaflets thickened and restricted motion. The patient presented with fatigue and shortness of breath with physical exertion, nyha class ii/iii symptoms. The procedure was performed with a 29mm 9600tfx transcatheter valve. The patient post-procedure outcome as stable.

Manufacturer narrative:
Additional manufacturer narrative: updated sections: a4, b5, b6, b7, e1 contact, h6 health effect - clinical code, device code(s), and type of investigation. H11 corrected data: e1 establishment name, address, and telephone number.

Event description:
It was reported that a patient with a 29mm 7300tfx mitral valve is being evaluated for a transcatheter valve replacement after an implant duration of 7 years and 6 months due to severe stenosis and regurgitation secondary to degeneration with leaflets thickened and restricted motion. The patient presented with fatigue and shortness of breath with physical exertion, nyha class ii/iii symptoms. Per additional information the patient has been scheduled for the valve-in-valve tmvr with a 29mm 9600tfx.